Event description:
A customer complaint was received (cmp-76), where customer was seeing very low o.d. Values (-0.01 - 0.014) with their in-house negative eluate control (ncp), when using pakauto assay lot 300655. This lead to low assay cut-off value (0.020 - 0.028), which resulted in almost every patient on the plat having a positive result with almost all glycoproteins (gps). Customer informed tha they obtained low od values with both their in-house ncp and kit ncp, and occurrence of the low ncp od values seemed sporadic. Customer's qc data tracking over the years show that the ncp od value typically runs between 0.030-0.068.

Manufacturer narrative:
Na